Event description:
It was reported that device lasted two years and three months and was at eri (elective replacement indicator), with high lv (left ventricular) output due to thresholds over 4 v. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.